Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm, and a small amount of debris within the modular cable¿s inline connector, were both confirmed via the log file and via the modular cable¿s functional analysis, respectively. The log file captured a driveline power fault alarm on 03sep2025 correlating to the system¿s power-b line. The alarm remained active until the driveline was disconnected to exchange the system controller, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number 8922876) was observed to have a small amount of debris within the inner rim of the inline connector. However, this debris did not interact with the inline connector¿s pins and did not prevent the inline connector from securing and operating as intended. The modular cable was functionally tested and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the cable was manipulated. Available information for this event indicates that the alarm resolved after the controller was exchanged; however, the cause of the observed driveline power fault alarm could not be isolated to either the controller or the modular cable. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 8922876, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline fault alarm with a yellow wrench visual. Log files and images of patient's system controller were also attached. The patient was not able to get to the hospital tonight. It was said they would be seen in the morning. Patient support was ongoing. It was said that the patient was transitioning from battery to wall power and experienced a driveline (dl) power fault alarm. The pump did not stop as seen on the review of the left ventricular assist device (lvad) interrogation. There were no low flows. The patient's driveline fault alarm was later resolved due to a system controller exchange. The patient was asymptomatic. The log files confirmed dl faults on (B)(6) 2025. It was recommended to exchange the modular cable for safety precautions. The cable was swapped out on (B)(6) 2025. At the time of the interrogation, no further episodes of "driveline power fault" was noted and was not seen in review. Images of the patient's driveline modular cable and the waveforms from the interrogation, along with the review were sent. Log files showed that the driveline fault alarm stayed clear. The photos sent of the inline connector showed debris on it. It was noticed in the log files that on the date the system controller was exchanged the controller¿s clock reset to the default timestamp of (B)(6)2000 due to the system losing all power. It was said that the patient had not been recharging the battery in the backup controller. It was also noticed some odd voltages on the date that the system controller was exchanged. The low voltages were resolved with the system controller exchange, prior to the exchange of the modular cable. A power module was used during the system controller exchange. It was also recommended to replace the patient cables used due to the lower voltages that were being captured in the log files. It was noted that the patient cable was not utilized during this procedure and was not exchanged. The clinic cable was discarded.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.